Manufacturer narrative:
Evaluation summary: cause cannot be definitively determined. Evaluation: no product was returned for eval. Device history records indicate MFR to specification.

Event description:
It is reported that the device was implanted in 2001. Osteolysis formed at the medical screws in the tibia. A revision surgery is necessary, but has not occurred or been scheduled yet.